Event description:
Pt stated she "felt bad" pre-treatment. O2 started at 2l. Her ordered bloodflow was 400ml but had to be decreased to 300 due to a poor flow. Toward the end of her 3 1/2 hr treatment, she complained of having "gas" and burped. Her bp dropped to 114/60 but went back up to 130/60. Her treatment finished and she left the unit to go back to her room. Later that day the physician called the unit and stated the pt's ldh was 2000 and the pt's blood was hemolyzed. The mgmt team was then told by the pt care tech that a kink was seen in the arterial line in the blood pump housing when the lines and dialyzer were taken off the dialysis machine. The lines were discarded.